Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 11:43:40. During night drain cycle one, the patient's ultrafiltration reading was 1390ml, indicating the home patient drained 1390ml more than their maximum programmed fill volume of 1500ml. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. An internal and external visual inspection was performed. Upon conclusion of the investigation, the cause was determined to be a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.